Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h10 . A visual inspection was completed on the qty one returned 01-7149 drills. Visual verification of fracture confirmed. The fracture has occurred near where the drill flutes meet the drill shaft. The complaint is confirmed. A determination cannot be made as to what caused the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: unknown 1.5mm plate catalog #: ni lot #: ni foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip broke while the surgeon was attempting to secure a plate. The fractured piece was removed and the surgery was completed successfully with no consequences or impact to the patient. Attempts have been made and no further information has been provided.